Event description:
During percutaneous peripheral intervention, dislodgement of the palmaz genesis stent occurred. The palmaz genesis stent system was introduced over the guidewire. Subsequently, the physician noted that this stent was not suitable for stenosis and therefore attempted to withdraw the stent delivery system. However, during withdrawal, the stent dislodged off the balloon at the distal end of the sheath. Only the balloon could be retrieved; consequently, the stent remained in vessel and had to be surgically removed. The pt did well subsequently.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days upon receipt. The palmaz genesis stent system has been received for evaluation and testing; however, the analysis has not been completed as of to date. This device is not distributed in the united states; however, it is similar to the palmaz genesis balloon-expandable stents distributed in the us.